Manufacturer narrative:
The MFR was not able to inspect the product as the unit had been repaired before the MFR was aware that an incident had occurred. Based on the parts that were replaced on the lift to repair (membrane switch and handset), the MFR has determined the most likely cause of this failure is the faulty contact of the handset or the membrane. The unit had been repaired before the MFR was aware that an incident had happened.

Event description:
The facility reported the resident was in the tub in a sling with an opera lift. The caregiver reached for a towel at the sink and heard the lift start to lower down. The caregiver tilted the bar to keep the resident sitting upright and pushed the emergency stop button, but the lift did not stop. The caregiver unhooked the sling and brought in another lift to raise the resident out of the tub. The caregiver felt pain in the lower back.